Event description:
It was reported that the device experienced an electrical reset. The patient reported being in the hospital the week before and the week after, but not at the time of the reset. The reset was cleared as a necessary part of obtaining performance data, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: review of the device memory found a write to locked ram por (power on reset).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.